Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Evaluation summary: visual and functional inspections were performed on the returned device. The reported guide break was confirmed due to the condition of the returned device. The foot retraction issue and difficulty to remove the device were confirmed based on the returned device analysis. The investigation determined the reported difficulties appear to be related to user technique and/or an interaction with patient anatomy. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling.

Event description:
It was reported that an arteriotomy closure of the right common femoral artery was attempted using a proglide device with a 6f sheath after an interventional procedure for an st elevation myocardial infarction. Reportedly, after the device was deployed, the lever was returned to the original position but the foot did not close. The device was maneuvered and was removed from the patient. While it was being maneuvered for removal, the device broke at the level of the foot. The actuator wire was intact; all of the device was removed. Hemostasis was achieved by applying manual arterial compression. There was no reported adverse patient sequela. There was no clinically significant delay in the procedure or therapy. The operator is reportedly trained in the use of the proglide device. No additional information was provided.